Manufacturer narrative:
The customer contained the fluid to prevent a slip hazard, and directed other lab personnel to not use the instrument until service was completed. Service was on site on (B)(4) 2011, and the field service engineer (fse) found fluid leaking from the pipettor wash tower and the vacuum pump was failing. The fse replaced the vacuum pump and the wash tower valve. The fse verified hardware function by ensuring system pressure was within instrument specifications and that the vacuum pump was functioning properly. Hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported a wash tower overflow on unicel dxc 600i access 2 immunoassay system. The customer also reported a loss of system pressure coming from the vacuum pump. There was no exposure to the leaking fluid and no injury was reported.